Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: evaluation revealed that the battery compartment is cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that battery compartment was cracked. This report is made based on results of investigation completed on 01/08/2014.